Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's experiencing discomfort at the ipg site with stimulation on or off (date of event unknown). Surgical intervention may be undertaken as the next course of action. Follow-up identified surgical intervention occurred on (B)(6) 2016 during which the ipg was explanted and replaced with a new model. The issue is resolved.